Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to moisture damage keypad traces. The insulin pump was unable to perform the displacement test due to keypad anomaly. The pump was received with battery tube threads cracked, reservoir tube cracked, cracked reservoir tube lip. No moisture damage electronic assembly was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error and moisture damage from the insulin pump. The customer's blood glucose reading was 103 mg/dl. The customer stated that the button error occurred right after the pump was exposed to moisture. The customer stated that she was working out and the pump was pressed up against her body. The customer was sweating during her workout. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.